Event description:
Procedure: inferior mesenteric artery stenting. A 6 fr guide catheter was used. The inf. Mesenteric artery was crossed with a bmw wire, the lesion was pre-dilated, then a 5.0x15mm herculink stent was deployed at 14 atm. The ostium of the stent was then post dilated at 16 atm to flare it. This resulted in complete resolution of the pressure gradient in the area of stenosis. There is still some stenosis at the distal edge of the stent. This did not appear to be flow limiting, but would be better to treat it while we were already there given that this could represent an edge dissection and a nidus for restenosis. We then attempted to advance another 5.0x15mm herculink stent, this would not cross the lesion. We then attempted to advance a 5.0x14mm paramount stent at the previous stent edges were a little bit frayed. This was advanced over an 0.018 wire. The stent came off the balloon undeployed, but remained on the wire. We tried to retrieve the stent back into the guide catheter, but this was not able to be done so the stent was pulled back to the common iliac artery. We advanced a 2nd wire, .035 then deployed a 8x39mm omni link stent at 12 atms crushing the paramount stent entrapping it in the common iliac. Post procedure angiogram of the left common iliac demonstrated 0% stenosis with a good stent result and a nicely crushed stent next to it.